Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2017. Date of issue is an approximation. The reaction was described as red and left a print of the sensor on the abdomen. The patient went to a doctor appointment on (B)(6)2017 for skin irritation; however, no treatment was provided. At the time of contact, the patient was in good condition. No additional patient or event information is available.